Manufacturer narrative:
Device evaluation summary: according with the information received, the patient experienced asymmetry. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: breast size discrepancy, areola size discrepancy, right breast capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel xtra breast implant 440cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 190cc gel breast prosthesis (right device) developed breast size discrepancy and areola size discrepancy bilaterally post implantation. Additionally, the patient developed baker grade iii capsular contracture in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel xtra breast implant 240cc gel breast prosthesis and a mentor memorygel xtra breast implant 465cc gel breast prosthesis on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-00012 for the report for the patient¿s right breast prosthesis.